Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 06c19-35 that has a similar product distributed in the us, list number 06c19, with 510k number k210596.

Event description:
The customer observed falsely elevated architect toxo igg for a 30-year-old pregnant female. The following results were provided: (B)(6) 2026, sid (B)(6), initial toxo igg result= 10.9 iu/ml (positive); repeat result= 0.0 iu/ml. (B)(6) 2025, sid (B)(6), historical result= 0.0 iu/ml with a repeat result= 0.0 iu/ml. The igm was negative in both samples. Samples were tested at a reference lab with negative results. There was no impact to patient management reported.